Event description:
Same patient as MFR #: 2134265-2009-07329. It was reported that post a stenting treatment procedure, the patient presented with chest pain and a non st elevation myocardial infarction. The index procedure treated a 95% stenosed, 4.00x12.mm lesion located in the distal right coronary artery (rca) with a 4.00x16mm taxus express2 stent and post-dilation resulting in 0% residual stenosis. Post procedure, the patient experienced elevated cardiac enzymes. The patient was discharged two days later on aspirin and clopidogrel. The patient reported experiencing central chest pain 371 days post index procedure. At 374 days post index procedure the patient was admitted with elevated troponins. ECG demonstrated sinus rhythm and there were no acute ischemic changes. The patient was treated medically. The patient remained asymptomatic and was discharged three days after admission on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.